Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and was able to verify the reported issue. Physio observed that the device would not power on when a 3rd party usb data cable was plugged into the device. Once the cable was removed, the device powered on and operated without any discrepancies. Physio replaced the 3rd party usb data cable with another cable from the customer's inventory. After observing proper device operation, the customers unit was returned for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed 3rd party usb data cable and confirmed that when the cable was flexed at the location of the device connector strain relief, a test device would power off. There was no visible damage to the exterior of the cable observed.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.